Event description:
It is reported that the device was implanted in 2008, and it was revised a week later, due to hematoma of the operative knee.

Manufacturer narrative:
Evaluation summary: seven days after revision surgery was performed, a second revision was required as a result of a moderately severe hematoma in the knee. Note that the first revision was also associated with a hematoma. Ruptured blood vessels are common causes of hematomas, however, the cause of the hematoma in the current case is unknown. During the second revision surgery, the lps flex prolong highly crosslinked poly articular surface ef/56, 14mm was replaced, however, it is unclear as to what type and size of articular surface it was replaced with. The probable cause of the hematoma and need for revision cannot be determined without additional information. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.